Event description:
It was reported the pt experiences discomfort at the ipg site. The pt indicated he feels as though the ipg has shifted. The ipg is located directly under pt's belt line. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.